Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during pre-dilatation of a 100% occluded, left anterior descending (lad) artery procedure, the 2.0 x 15 mm mini trek balloon dilatation catheter (bdc) ruptured during the first inflation at the low pressure of 8 atmosphere (atm). A non-compliant 2.5 x 15 mm non-abbott bdc was used to complete the pre-dilatation and a 2.5 x 18 mm and a 2.5 x 23 mm xience stent was implanted and the case completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.